Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/28/2016 to 10/02/2016 and no significant trend was observed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There was no media remaining in the vial to determine a positive growth result. The cap is loose with a crumpled tyvek in the cap. The crumpled tyvek indicates the cap was removed and attempted to be reapplied onto the vial. There is a single spore disc in the vial. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause cannot be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and no significant trend was observed in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 11916064. Expiration date ¿ the correct expiration date is 03/31/2017. (B)(4).

Event description:
Bi positive reaction. A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.